Event description:
Cardiac perforation was reported. The lead was explanted and replaced. Insulation damage was noted at explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation abrasion at 44.5 cm from the connector pin due to friction with another implanted device.